Event description:
A patient reported experiencing an error when filling a cartridge. There was no adverse impact to the customer's blood glucose level as a result of this issue. The patient declined further follow-up from customer technical support, and no additional actions were taken.